Event description:
Female pt with urgency urinary incontinence, status post successful state I interstim therapy (> 50% reduction bladder symptoms). Surgical findings: malfunction of the pulse generator, which caused damage to the placed sacral lead, requiring full implant and replacement of sacral lead.